Event description:
It was reported that the spinal cord stimulation (scs) patient experienced continuous and intense electric shock-like sensations around the implantable pulse generator (ipg) site and described the pain as nearly unbearable. The patient sought medical attention and was admitted to the hospital. The patient also reported having experienced similar sensations previously; however, those episodes were transient and resolved spontaneously without intervention. The patient was already discharged from the hospital and was advised to turn off the stimulation for a week to eliminate the shocking sensations, which was successful. The device remains implanted. Additional information was received indicating that when the patient turned off stimulation, his original pain returned. The patient was subsequently prescribed an ointment to apply to the pocket site region to assist with pain relief.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred at the end of november or beginning of december. The ipg has not been returned as it remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The device was not returned for analysis. It was reported that the patient experienced continuous, intense electric shock-like sensations at the implantable pulse generator (ipg) site, which resolved after stimulation was turned off. The patient was subsequently managed conservatively and the device remains implanted. A labeling review confirms that undesirable stimulation and persistent pain at the ipg site are known risks associated with the use of a spinal cord stimulation (scs) system. The resolution of symptoms upon cessation of stimulation further supports that the reported sensations were related to stimulation effects rather than a confirmed device malfunction. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced continuous and intense electric shock-like sensations around the implantable pulse generator (ipg) site and described the pain as nearly unbearable. The patient sought medical attention and was admitted to the hospital. The patient also reported having experienced similar sensations previously; however, those episodes were transient and resolved spontaneously without intervention. The patient was already discharged from the hospital and was advised to turn off the stimulation for a week to eliminate the shocking sensations, which was successful. The device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred at the end of november or beginning of december.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred at the end of november or beginning of december.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced continuous and intense electric shock-like sensations around the implantable pulse generator (ipg) site and described the pain as nearly unbearable. The patient sought medical attention and was admitted to the hospital. The patient also reported having experienced similar sensations previously; however, those episodes were transient and resolved spontaneously without intervention. The patient was already discharged from the hospital and was advised to turn off the stimulation for a week to eliminate the shocking sensations, which was successful. The device remains implanted. Additional information was received indicating that when the patient turned off stimulation, his original pain returned. The patient was subsequently prescribed an ointment to apply to the pocket site region to assist with pain relief.